Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable lead stuck out and the patient was having pain. The lead was extracted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable lead stuck out and the patient was having pain. The lead was extracted. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead stuck out, possibly perforation and the patient was having pain. The lead was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.